Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle fell off the suture. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/24/2019. A manufacturing record evaluation was performed for the finished device lot cpcq465, and no non-conformances were identified. Additional h3: it was reported that the device had performance pull off suture needle. It was received for analysis a 7 opened straight packets with a needle-suture combination of product code meh7224j, lot pcq465. This product code is multi-strand and contains two strands double armed per packet. During the visual inspection of the unused samples, the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements. It was received for analysis an opened straight packet with a needle-suture combination a detached needle and a needle-suture of product code meh7224j, lot pcq465. This product code is multi-strand and contains two strands double armed per packet. During the visual inspection of the unused sample, the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, no performance pull off suture needle was found, and the tested samples met the finished goods requirements. It was received for analysis an unopened sample and three empty opened straight of product code meh7224j, lot pcq465. This product code is multi-strand and contains two strands double armed per packet. During the visual inspection of the sample, no defects were found on the packet. The sample was opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, no performance pull off suture needle was found, and the tested samples met the finished goods requirements.